Event description:
It was reported that the patient presented in clinic after receiving an alert for noise reversion. Patient received inappropriate hv therapy due to noise that was noted on real-time electrograms on both the atrial and ventricular channels. An attempt to reprogram the device was unsuccessful. No sources of emi were present. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and an anomalous connection between a capacitor and the hybrid was noted. The noise was caused by the anomalous connection between the capacitor and the hybrid.